Event description:
At six weeks post operation a biorci screw was found to be broken. The surgeon performed a second surgery to remove the broken portion ("head of screw"). The remainder of the screw held the graft with adequate fixation. No further complications were found.